Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: the display screen was dim, faded, and discolored. Unrelated to the initial complaint, the battery compartment was damaged.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim, faded, and/or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.